Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 6 month follow-up CT showed the presence of a type ia endoleak. Pre-treatment CT imaging indicated the presence of a large amount of irregularly shaped thrombus in the aortic sealing zone with significant morphological changes in thrombus observed in the 6-month follow-up CT. The patient returned for a re-intervention on (B)(6) 2015 where a balloon expandable stent and an aortic cuff were implanted within the aortic body graft, in conjunction with a stent in the renal artery, successfully resolving the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.